Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no patient involvement, as the pump was being used for demonstration purposes only.